Event description:
Complainant alleged that while monitoring a pt, the device powered up with an orange screen. The battery was replaced and the device's display functioned appropriately. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. Complainant indicated that subsequent testing was unable to duplicate the malfunction. Medwatch report 1220908-2005-01007 is reporting a similar event with the same device.